Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. But omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the repair center of olympus europa se & co. Kg (oekg) report, omsc surmised that the reported event which the unspecified stain remaining behind the forceps elevator occurred due to the inappropriate reprocessing by the user. The instruction manual of the subject device states the appropriate reprocessing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The repair center of olympus (B)(4) (oekg) found the glue deterioration on the distal end and also the unspecified stain behind the forceps elevator of the subject device in the incoming inspection for the repair. There was no information when the deterioration of the glue and the stain behind the forceps elevator had occurred. There was no patient injury associated with this report. It was not provided the other detailed information.